Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on medical information received, there were evidence to support the following reported events; endoleak type iiib of the cuff and main body and confirmed endovascular. Additionally there was evidence to reasonably support the following observations; endoleak type ii from the l3 lumbar. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to strata material. It was also not likely related to any procedure or user-related issues. Additionally, there was no known off label or cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiib endoleak and a secondary endovascular procedure. The final patient disposition was reported to be stable. There was no device related issue involving the type ii endoleak seen at 3 months post implant the cautionary product use condition of patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2014. A follow up computed tomography (CT) showed the patient had a potential type 3b endoleak. The physician observed the leak coming from the mid part of the bifurcated device. The physician is planning a re-intervention to seal the endoleak. There have been no additional adverse events reported for this patient and to date a secondary intervention has not occurred. The patient is reported to be in stable condition and asymptomatic.